Event description:
A one and a half year follow up noted a distal type 1 endoleak in pt with aneurysmal right iliac. An iliac leg graft was placed to extend the leg down past the hypogastric and the leak was resolved.

Manufacturer narrative:
Evaluation: the long-term performance of endovascular grafts has not yet been established. All pts should be advised that endovascular treatment requires life-long, regular follow-up to assess their health and the performance of their endovascular graft. Pts with specific clinical findings such as endoleaks, enlarging aneurysms or changes in the structure or position of the endovascular graft should receive enhanced follow-up. An evaluation of this event found that it was most likely caused due to changes in the pt's anatomy over time.